Event description:
It was reported that (2) devices were used during a totally extraperitoneal repair. It was reported by the afffiliate that the ems instruments jammed during the case and then would not fire out anymore staples. Another ems instrument was used to complete the case. There was no consequence to the patient.